Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose (bg) level was "high"; however a specific value was not provided. Customer used a manual dose injection to address bg level and continued to use mdi as backup insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.